Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer changed his insulin pump this morning and he may not have done it right. Customer is giving himself manual injections because he believes that he is doing something wrong and it is not the pump's problem. Customer was not getting no delivery alarms. Customer's blood glucose level was 482 mg/dl at lunch. Customer took 10 units of insulin and it came down to 352 mg/dl. Customer removed the cannula this morning and it was straight. Customer is on vacation and stated that no medical intervention was required. Customer stated that he called his doctor and he was advised to revert to a manual injection. Customer was sent 4 infusion sets.